Event description:
It was reported that during procedure a monolyth oxygenator exhibited poor performance. The monolyth oxygenator was changed out with another monolyth. The procedure continued without further incident. No patient injury.